Event description:
There is a large quantity of lint released from lap sponges. It has been reported from the medical staff that this brand leaves large visible threads on the surgical field when contacted by betadine.